Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did find a non-conformance, however, this serial number was not affected. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was not audibly alarming. They stated that the pump was showing an error code 10 on the screen and that it could not be reset, but there was no audible alarm tone. They stated that this resulted in a two-hour delay of therapy. Mmd did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. (B)(4).

Event description:
The initial reporter stated that the pump was not audibly alarming. They stated that the pump was showing an error code 10 on the screen and that it could not be reset, but there was no audible alarm tone. They stated that this resulted in a two hour delay of therapy. Mmd did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. (B)(4).

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and did find a non-conformance, however, this serial number was not affected. When the device was returned to mmd for investigation, it alarmed as expected. Mmd could not replicate or confirm the complaint. Based on this inforamtion an MDR would not have been required.